Event description:
Over time I have been getting symptoms after having my breast implants put in. Over the years my symptoms have worsened. I have brain fog, memory loss, extreme fatigue where a nap is mandatory to get through most days. Horrible unexplained lower back pain, horrible adult acne that I never had as a teen. Pain in my chest, heart palpitations, anxiety and major stress I never had years ago. Before breast implants I never got sick as much as I do now, I get sick throughout the year from random different things but mainly throat problems. Recently I¿ve developed unexplained rashes on my stomach.